Manufacturer narrative:
This report is being submitted as follow up # 3 to provide the returned sample evaluation results. It was reported in follow up # 2 that the actual sample was not available for evaluation. The actual device is now available and has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the core wire (niti) had been cut and the platinum coil had been fractured at approximately 140mm from the distal end of the wire. At approximately 220mm from the distal end of the wire the stainless steel coil was noted to have been cut. Electron microscopic inspection of the cut on the core wire (niti) revealed that the generation of fine circumferential scratches on the shaven segment. Magnifying inspection of the stainless steel coil portion found that the stainless steel coil had been elongated on the segment from the cut to the welded joint with the shaft part, approximately 220 -250mm from the distal end. A review of the device history record and the shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. Based on the investigation results and complaint description, it is likely that the actual sample came into contact with the rotablator used in combination with it on the segment around 140mm from the distal end of the wire and was shaven, resulting in the cut on the core wire (niti). Subsequently, while the actual sample was withdrawn, the stainless steel coil portion came into contact with a hard object, including a stenosed lesion or the lumen of the guiding catheter, and exposed to a pulling force, resulting in the elongation. The device labeling does address the potential for such an event by stating in the instructions-for- use (IFU): "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire(s tip, damage to the dilatation catheter, or damage to the vessel. When using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2015-00267. The actual device is no longer available for evaluation. Please see follow up report number 1 for the retention sample evaluation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2015-00267. The actual device is no longer available for evaluation.

Manufacturer narrative:
(B)(4). The actual device has not been returned to the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information and a retention sample from the reported product/lot number combination. Visual inspection found no obvious anomalies in the appearance. Magnifying inspection of the platinum coil segment and stainless steel coil segment did not find any anomalies. The outside diameters were measured on the platinum coil and stainless steel coil segments and verified to meet manufacturing specifications. The investigation results verified that the retention sample was normal product with no anomalies. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the wire had frayed on the device during a procedure. Follow up communication with the user facility confirmed the following information: (1) the physician was "trying to get to cute"; (2) in an attempt to use a rotablator over the wire it may have got too close to the tip and frayed the wire; (3) the tip came off and remained in the lad; (4) the tip was unable to be retrieved with a snare; (5) the physician reported that it was not the wire; (6) the procedure was completed; (7) the patient was sent to the or for a complete revascularization as well as retrieval of the tip; (8) the physician stated that the patient was not specifically sent to the or for the tip removal and that the patient should have probably been sent originally anyway; (9) the tip was removed in the or when the bypasses were completed; and (10) the patient was reported as doing well.